Event description:
Report received of an adverse pt event while the device was in use. The pt was in the ICU status post unspecified ob/gyne surgical procedure. The pump was programmed to deliver 10mg/ml of meperidine in the continuous plus bolus mode. The pump parameters were not specified. The pt was found in respiratory arrest and the meperidine was discontinued. An unspecified dose of narcan and oxygen were given. The pt responded to the treatment. At the time of the respiratory arrest, the pt had reportedly received only 10mg of meperidine. The customer reported that 3ml (30mg) of meperidine was missing from the medication vial; however, 2ml (20mg) were used for priming the tubing. The pt did not have any other medications infusing at the time of the respiratory arrest; however, the customer reported that the pt may have had residual medications in their system from the surgery and stay in the recovery room. Though requested, no furhter info was available.